Manufacturer narrative:
Please note, this event was initially determined as a serious injury reportable event for the anchor breaking during procedure and the pieces were potentially unable to be retrieved. However, per additional information received, it is confirmed that no pieces were left in patient. Due to this, this event is now a malfunction reportable event. Alleged failure: dr. (B)(6) made an incision through a guide and verified with an x-ray. He started with a shaver, the suture strands were passed through the anchorage, aligned, and put the anchor, on the already brocaded perforation, the anchor was anchored until it clicked and then the safety was removed, but the anchor came with it, it was not secured, the anchor was broken, for which it is removed and repeated again, help was requested from a colleague with more experience in this type of procedure. He performed the same step by step and once again the anchor broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) extremely hard bone, no pilot hole drilled, 3) patient bone quality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Please note, this event was initially determined as a serious injury reportable event for the anchor breaking during procedure and the pieces were potentially unable to be retrieved. However, per additional information received, it is confirmed that no pieces were left in patient. Due to this, this event is now a malfunction reportable event.

Event description:
It was reported that the anchor broke during procedure and the pieces were potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.